Event description:
It was reported that post implant measurements showed an increase in pacing impedance and capture threshold. The set screw on the device was found to be loose. The pocket was opened and the set screw was tightened down. Normal measurements were observed. The patient condition was stable after the event.